Event description:
It was reported that the patient was shocked for a fast ventricular tachycardia. The shock induced ventricular fibrillation. An additional shock successfully converted the induced arrhythmia. This event occurred about two weeks post pulse generator replacement onto a chronic electrode. Technical services has discussed the electrograms with the clinic. There were no additional adverse patient effects. The system remains implanted.